Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the side ECG electrodes. The patient's physician recommended putting gauze on areas of the belt cable to help avoid the irritation. The patient's irritation improved after adjusting the lifevest off the affected area.